Manufacturer narrative:
Ps342709. Method: the complaint myairvo humidifier was received at our fisher & paykel healthcare (f&p) (B)(6) and was visually inspected and electrically tested. Results: during testing it was found that the visual alerts on the complaint airvo were operating, however no audible alarm was heard. The fault was traced to a faulty speaker and electrical resistance testing showed that the speaker's resistance was open circuit. Conclusion: as part of our ongoing product improvement initiatives, a new speaker unit has been sourced from a different supplier. The myairvo user manual states that the "myairvo is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that " the unit is not intended for life support." The user manual warns the user: prior to each patient use, ensure that the auditory alarm signal is audible by conducting the alarm system functionality check described in the alarms section. The alarm system functionality check instructs the user on how to check the alarm and states that "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative."

Event description:
A healthcare facility in (B)(6)reported via a fisher & paykel healthcare (f&p) field representative that the audible alarm of a pt100 myairvo 2 humidifier was not working. There was no reported patient involvement.